Event description:
It was reported that during a transcatheter arterialization of deep veins (tadv) with av connection procedure to treat a 200mm calcified lesion in the mid right peroneal artery using a nanocross elite balloon, the balloon burst at 24 atm, which was above the rated burst pressure. The burst occurred on the second inflation. The burst was circumferential/radial, and the balloon detached during the event. Intervention was required to remove the balloon fragments. The balloon shaft and proximal one-third of the balloon were removed through the antegrade sheath, while the distal two-thirds and remaining shaft were removed through a 6f sheath in the lateral plantar vein. Artery diameter reported as 5mm. A 7x45 non-medtronic sheath and a .014 nitrex guidewire were used. 50/50 contrast inflation fluid was used. Physician was able to maintain wire control (wire was flossed). The procedure was completed using a new medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the physician was not satisfied with the results at 14 atm, and continued to increase the atm. The balloon was safely removed from the patient without injury. Product analysis: the device was returned along with the detached portion of the balloon and inner. The distal markerband is present. The customer experience of a balloon burst and detachment can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.